Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right ventricular channel due to programing of the device. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right ventricular channel due to programing of the device. No changes have been performed. This device remains in service. No further adverse patient effects were reported. Additional information confirms reprograming of the device was performed.